Event description:
A caller left a voicemail in 2009 at 5:08 pm with a problem regarding mini-caps. The mini-caps are falling off the transfer set. Caller gave lot number h06l06072 and this has occurred with two patients. The nurse contacted product surveillance with additional information regarding the minicaps falling off. The nurse clarified the lot number involved was h06l06072. The nurse stated the home patient (hp) was getting ready to go to sleep when he noticed his minicap had fallen off. The sample was discarded. The nurse stated the hp did not notice any obvious defects with the minicap. The hp was given 1 gram of ancef as prophylactic treatment. There was not patient injury or medical intervention.

Manufacturer narrative:
Per the nurse, the sample was discarded. A batch review has been initiated for the lot number provided. A follow up report will be sent with the results of the batch review.